Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for an infection that was not diabetes related. Customer also reported he was currently off the insulin pump and was working with doctor to get him back on the device. Customer declined to provide any information since he was not sure why he needed to report the hospitalization. Customer's most current blood glucose was 209 mg/dl. No further information reported.